Event description:
Vad grinding noise/power spikes to 14.controller changed & pt adm. Nofurther spikes. Echo showed lvedd 9.0, aov closed (unchanged), noinflow cannula obstruction or thrombus. No driveline fracture on abd xray.